Event description:
It was reported via repair work order that the safety bar springs were not functioning correctly which could effect unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.